Manufacturer narrative:
Occupation: other (na). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to the procedure, they tried to connect adapter to handle, however a part of the cartridge release button disengaged, and they could not connect the device. They used another device to continue. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.